Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported that he noticed a small leakage between the adapter and luer lock connection of tubing. He states that he noticed this while priming the pump. The lot number was not provided. No adverse event was reported. The infusion set was requested to be returned for product evaluation.